Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 403 mg/dl, 561 mg/dl. Customer was treated with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin pump had insulin flow blocked alarm and insulin was exited. Customer was using auto mode. Customer was performed high pressure test and self test and it was passed. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 403 mg/dl, 561 mg/dl. Customer was treated with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin pump had insulin flow blocked alarm and insulin was exited. Customer was not using the auto mode feature at the time of the incident. Customer performed high pressure test and self test and passed. The insulin pump will not be returned for analysis.